Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Explant date: 2019.

Event description:
It was reported that the patient underwent an explant procedure for unknown reason.

Event description:
It was reported that the patient underwent an explant procedure for unknown reason. Additional information was received that the explanted device was not returned. No further information has been obtained despite good faith efforts.